Event description:
The device was used to treat a cardiac arrest pt. The reporter alleged that the device did not deliver the defibrillation shock to the pt. The reporter's statement was based on a lack of observed skeletal muscular response from the pt. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.